Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or blank display noted. The insulin pump was received with missing end cap sticker, minor scratched lcd window and cracked reservoir tube window.

Event description:
It was reported that the customer's insulin pump turned off during a bolus. The customer's blood glucose level was 324 mg/dl. A piece of the mdt sticker was missing. The product was returned. Nothing further to report.